Event description:
At 1730 hrs on 8/18/93, the nursing staff noted a ventilator continuously alarming and hot to the touch. All hoses were observed to be properly attached and the plug was secure in the outlet. Immediately, the pt was ambu bagged and respiratory therapy was called. Respiratory therapy found the ventilator to be failing cycles and not putting out volume. The pt did not experience a change in medical status and refused abg test. The malfunctioning ventilator was replaced.